Event description:
It was reported that stent dislodgement occurred. A 4.00 x 48mm synergy xd drug eluting stent was advanced for treatment. However, during the procedure, a device component was detached. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event.